Event description:
During the procedure, as the surgeon was cutting the stomach, the stapler mis-fired. The device was removed from the field. Another device from a different lot was utilized, and the surgeon experienced the same issue. Second device was removed from the field and a new device from a different manufacturer was utilized. There were no adverse effects to the patient.what was the original intended procedure?intraoperative esophagogastroduodenoscopy.